Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving inaccurate readings. There was no patient involvement, and no harm reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was that the led light was broken which damaged the pcb. The pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.